Manufacturer narrative:
This MDR is submitted retrospectively following an internal review. On january 3, 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended the user to allow the system to stabilize and continue using the system, entering calibrations as prompted by the system. Dms review confirms the system was current with active use.

Event description:
Senseonics was made aware of an incident where the user complained of discrepancies between cgm readings and bg measurements. No medical intervention or injury was reported.